Manufacturer narrative:
UDI - (B)(4). Reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from colombia that during service and evaluation, it was determined that the motor on the air oscillator drill device seized, moved heavily and was jammed. It was further determined that the device failed pretest for check performance, check frequency, check for air leak, check for excessive noise, check symmetry, general condition, and check status of development. It was noted in the service order that the air reamer device and the air oscillator device had general wear while in use together. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.